Event description:
The complainant alleged that during a routine shift check by a clinician, the device displayed a "open air discharge" status message. There was no pt involvement with the reported malfunction.